Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, palpitations, a loss of consciousness, coma and was unable to self-treat. The customer was hospitalized and was administered unknown fluids, intravenous insulin (dose/type unknown) by healthcare professional for the diagnosis of hyperglycemia. The customer was remained in the hospital for seven days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.